Event description:
The customer reported that precipitation formation was observed. There was no adverse events/consequences that occurred during this period of the precipitation formation. Haemofiltration was the therapy that was performed. Four accusol 35 5000 ml bags were used on the machine. The blood flow was 250 ml/hr, predilution was 800 ml/hr, postdilution was 1600 ml/hr and the temperature was 38 degrees celsius. The patient was being treated for 65 hours and 20 minutes before the precipitation was noticed. The patient's therapy was stopped and the blood was returned to the patient. Potassium (15 mmols) was injected into the accusol bags. Heparin was added through the lines. All four accusol bags were mixed. Precipitation was present after predilution pump.

Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(6) 2010; however, due to a failure to receive (B)(4), this MDR is being resubmitting on (B)(6) 2010. The sample is not available for evaluation. Should additional information become available, a follow-up report will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
It was reported the coil could not be delivered due to the coil shape and anatomy. Upon removal, the coil detached inside the catheter. No pt injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A review of the batch file was found to be acceptable. Retention samples were visually evaluated and found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a routine hemodialysis treatment, pt experienced low blood pressure, 60/30, and stated, he did not feel well. Saline bolus of 150cc was administered and treatment was ended and blood rinsed back. Pt felt better. A clear fluid was observed under the cycler during clean-up. Pt pre-weight was (B)(6) and post weight was (B)(6). Cycler indicated 0.4kg of target ultrafiltration volume was removed when treatment was ended. No other medical intervention reported.